Event description:
The customer reported an uncontained clear leak of approximately 100 ml from a coulter hmx hematology analyzer with autoloader during routine operation. There were no error messages observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/24/2015 and found a defective pump module communication harness that caused the leak. The fse replaced the pump module harness to fix the leak. The repairs were verified per established procedures. (B)(4).